Event description:
The customer reported that during a rotator cup repair arthroscopy procedure, the tip of the needle broke inside the surgical site after the surgeon did about 10 passes. The surgeon attempted to locate and retrieve the broken tip, but was not successful due to the size (small piece) and its location. He elected to leave the tip in the patient, as it would cause more harm to the surrounding tissues in trying to remove it. X-ray confirmed the tip was still in the patient's joint. The patient went home as planned from the day surgery with no patient injury or any adverse effect reported.

Manufacturer narrative:
Despite multiple attempts made via phone calls and e-mail requests, to date the involved needle still has not been returned from the customer for evaluation. Without the product, an evaluation could not be performed and the cause of the alleged breakage therefore could not be determined. This needle is composed of shaft and blade made of (B)(4) and a tab made of (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. (B)(4). This is a newly released product ((B)(4) 2010) and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Device was not returned from the account.

Manufacturer narrative:
Despite multiple attempts to obtain the involved product for evaluation, conmed linvatec has not received this device as of this filing. A follow up report will be filed upon receipt of the device and completion of the evaluation. Device has not been returned/received.